Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the battery terminal was disconnected. The terminal was reconnected. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported the unit had a battery failure alarm during a case. There was no reported patient injury.